Event description:
Vns patient underwent generator explant surgery due to infection. Further follow-up revealed that the infection was present at the pulse generator/pocket area. The patient had not undergone any surgical or dental procedures, or invasive monitoring either three months pre or post vns implant and is not implanted with any other devices. The infection was treated with antibiotics and explant of the pulse generator only. The infection has reportedly resolved and re-implant is planned.